Event description:
Customer reportedly received the following results within 10 minutes on the aviva system: 242 mg/dl, 405 mg/dl, 223 mg/dl, and 80 mg/dl. The customer reported low blood symptoms with these results, and was treated with soda by his wife, and a glucose IV by paramedics. The customer was at home when the discrepant results were obtained. Customer did not indicate how long the discrepant results have been occurring. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek aviva system: meter, test strips lot number 300429, expiration date 04/30/2008.

Manufacturer narrative:
The suspect product is the aviva test strips.